Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty system interconnect flex cable. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.